Event description:
Revision surgery - patient presented post operation with pain. Poly wear suspected. Insert was replaced.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00766, 385-09-502, s805 - wear/excessive wear, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.